Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range; however, the customer wore the pump during a shower. Tandem technical support educated the customer on labeling guidelines. The customer's blood glucose was 126 mg/dl. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.